Event description:
Customer reported blackened pins on the inform system. No adverse event reported. Upon eval by the MFR, melting/burning of connector pins 3 and 4 was confirmed. Requested return of suspect device and replacement was sent.